Manufacturer narrative:
Date of event: unknown, not provided. Best estimate (B)(6) 2019 to (B)(6) 2019. If explanted; give date: not applicable, lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the doctor to his johnson & johnson sales representative during a conversation, that he had patients who's intraocular lenses (iol) had rotated post op. The lenses were all model zct lenses. The doctor stated that the rotation was about 10-15 degrees and this happened over the course of the last few months. The following information was provided for patient number 1. The intraocular lens rotated counter clockwise, the degree of rotation unknown, in the patient's left eye. The patient was taken back to surgery, (B)(6) 2019, for a repositioning. The patient did well post op. Patient's visual acuity post op implant and before repositioning was 20/50 and 20/25 post repositioning. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.